Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). The complaint is reportable based on product evaluation. Investigation completed and product evaluated with no defect found on returned meter;returned test strips produced e-2 error and high readings. Black chemistry observed. The r& d root cause investigation completed: the test strips producing black chemistry and high glucose readings is due to strips being left outside of the return vial for an extended period of time. The most likely root cause of producing e-2 errors is due to a scratch in the conductive ptf ink area crossing the electrodes. The scratch interferes with the strip's ability to detect blood and produces a timeout error (e-2). Note test strip-(B)(4).

Event description:
Consumer reported complaint for e-3 error message. The customer educated of e-3 is caused for used test strip, test strip outside of vial too long or sample on top of test strip. The e-3 error is displaying immediately after inserting the test strip into the meter. At time of the call on (B)(6) 2016, the customer felt well and did not report any symptoms. Medical attention was not reported as a result of the meter's readings. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is (B)(6) 2017 and open vial date is (B)(6) 2016. Adverse event not reported at time of call.